Event description:
Hill-rom received a report from a hill-rom technician stating the scale is not working correctly. The bed was located at the account in the bed shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the bed's scale not working correctly due to an inoperable scale board. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the scale board to resolve the issue. Based on this information, no further action is required.